Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient did great the first month but then had multiple falls and complained of pain. Surgeon revised the femoral component.

Manufacturer narrative:
An event regarding pain involving an accoloade stem was reported. Following a review of the provided medical records periprosthetic fracture was confirmed. Method and results: device evaluation and results: the device is visually unremarkable apart from some explantation marks on the neck of the stem. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded. "Procedure-related factors: none evident, no info; patient-related factors; multiple traumatic falls of the patient. Device-related factors: none. Diagnosis: multiple traumatic falls of the patient in the first few months post arthroplasty caused a periprosthetic fracture with subsequent loosening of the stem requiring revision with stem exchange." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded "multiple traumatic falls of the patient in the first few months post arthroplasty caused a periprosthetic fracture with subsequent loosening of the stem requiring revision with stem exchange" no further investigation for this event is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient did great the first month but then had multiple falls and complained of pain. Surgeon revised the femoral component.